Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum mar 23, 2022: the procedure was therapeutic total laparoscopic hysterectomy. The probe breakage event occurred two hours into the procedure and after approximately 30 minutes to an hour after the use of the device. The doctor was performing cut function at the time of the breakage. The settings at that time were cut 1, seal 3. Prior to the breakage, the doctor was alternating between cut and coagulation function. The broken piece was removed from the patient with forceps. There was no delay in the completion of the procedure. The patient did not need additional anesthesia. The device was inspected prior to use with no anomalies noted. The connection points to the generator were not inspected. There was no cable damage. The transducer cords were bundles alone.

Event description:
As reported for this event by the customer, during excision of the tissue, the probe f the device broke off completely and a 1 cm fragment fell into the patient body. The broken piece was recovered from the patient. Intraperitoneal lavage was not performed. An error message was received shortly before this event occurred. The procedure was completed with a new device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of high frequency output and appearance. Upon inspection of the device, it was observed that the probe was broken off 13 mm from the tip. There was a scratch around the broken part of the probe. When observing the fracture surface of the probe, it was found that cracks had grown from the scratches. The teflon pad (tissue pad) was worn. There was a mark of contact with the rear end of the probe on the non-insulated part. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: the output was activated in seal and cut mode while the distal end of the grasping section was grasping a hard and thick tissue. Therefore, the probe came into contact with the tissue pad at the rear end of the grasping section. As a result, the tissue pad was worn out. Since the tissue pad was worn out, the non-insulated area of the grasping section came into contact with the probe. The output was activated while the non-insulated area of the grasping section was contacting the probe. This caused scratches on the probe. A force to activate the output in seal and cut mode, or a force to grasp a tissue might have been applied to the probe. Therefore, the cracks started from the scratched area. Also, an error was detected. A force was applied to the probe causing it to break. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.